Event description:
(B)(4). This device case, which does not contain an adverse event, reported by a pharmacist who contacted the company to report a product complaint, concerns a patient of unknown age, gender, and ethnicity. The patient received an unspecified medication for an unspecified indication. On (B)(6) 2012, it was reported that the humapen memoir burgundy reusable device had incomplete digits showing in the tens column. Although the problem did not happen consistently, it did occur frequently and reportedly prevented an immediate injection. No additional information was provided. The patient was the operator of the device and was a trained user. It was reported that the patient had used the device for a long time. The specific duration of use for this device was not provided. Update 14jun2012: additional information received on 13jun2012 from the global product complaint database added the device specific safety summary and manufactured date of the device; updated the medwatch and (B)(4) fields; and updated the narrative.

Manufacturer narrative:
This initial report includes final evaluation findings. No additional information is expected. Evaluation summary: a pharmacist reported that a patients humapen memoir device display showed missing segments in the tens spot of the dose number field. Investigation of the returned device ,batch 1005c02, manufactured may 2010, found missing segments in the display dose numbers. The root cause for the missing segments was a deficient bond between the interconnecting lcd cable and the lcd glass. A house sample review found no issues regarding missing segments in the display. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs that if any part of the pen display is missing do not use pen. It further instructs that if the display is not working correctly to contact lilly or your healthcare professional a corrective action was implemented in q3 2010 beginning with batch 1007c01 in which an additional online control station was added to further improve detection of missing segments. In addition, a corrective action was implemented beginning with batch 1109c01 to enhance controls of the cable bonding process to the lcd unit and to replace the existing memoir lcd cable to improve the lcd cable robustness. Improper use and storage-there is no evidence of improper use.